Event description:
At the end of the case. Perclose closure was being obtained. The perclose device became lodged in the rfa (right femoral artery) and would not pull out. Surgery was notified and the patient was transferred to emergent surgery.